Event description:
It was reported by the patient that following a carotid angiogram an angio-seal was deployed in the right femoral arteriotomy. The next day at home, the patient developed flu-like symptoms with sweating and leg pain. The patient contacted her primary care physician and the patient was hospitalized for 4 days. During her hospitalization, the patient received fluids and pain medication. The patient was discharged. At home, the symptoms have returned. The patient was instructed to follow up with the physician.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal patient information guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.